Event description:
(B)(4). My device was covered by my insurance. All issues are as follows: rheumatoid arthritis had been in remission. All symptoms have returned. Swollen belly as well as everywhere else, hair loss, painful intercourse, menstrual cycles that stop my normal activities, heavy clotting, heavy pain, exhaustion, confusion/brain fog, overall pain, high toxicity levels in nickel and antimony, svt I have dealt with my whole life is twice as bad now. There are more..... The list goes on. This device has ruined my life.